Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had noticed several times when they use their recharger equipment they've notice that therapy was off.  Pt used their communicator and handset to use the app and pt confirmed therapy was turned on. Pt said they normally charge every 2 weeks but once in a while they have charged every 3 weeks and only one of the times they noticed therapy was off was when the ins battery level was at 10 percent, they never let it get lower than 10 percent. They had not deliberately turned therapy off except for some medical tests/procedures and they turned it back on again afterwards. Pt said the other times the ins battery level was 60 or 70%. Pt said their setting is 0.8 and they only notice the feeling of stimulation when they turn it on and then they get used to it and they can't tell if it gets turned off until they recharge. The issue was not resolved through troubleshooting. Pt said they called their doctor and were told to call [manufacturer] first. The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed the doctor may have meant they try to meet in person with a manufacturer representative (rep) and the doctor's office can coordinate an appointment.